Event description:
Ous MDR - after an implantation period of approximately 84 months, elevated impedance and threshold values have been reported over the past 6 months during patients pregnancy. The lead was explanted, but not yet returned to biotronik. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 44 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed multiple signs of wear along the lead body. In particular in the distal area of the lead fragment the insulation was rubbed through indicating mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally a conductor cable to the atrial dipole was found pulled out of its lumen, the shock coil was deformed and the lead tip was damaged. These findings most likely resulted from strong pulling forces applied during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.